Manufacturer narrative:
The system was discarded by the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a pocket infection. The patient was treated with antibiotics but the infection spread to the xiphoid incision. As a result, the s-ICD system was explanted. No additional adverse patient effects were reported. The model and serial number information for the electrode was not able to be obtained.